Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported the patient's ins was "punched" and it was now not working correctly. The patient complained that the ins was draining faster now and recharging took longer than before the accident. It was noted that the settings were high, but there was no indication that had changed since the accident. Recharging statistics noted the coupling was good and recharging sessions lasted between 24 min and 1 hour 43 min over the course of a week. The patient charged every 1 to 2 days and the ins depleted between 13% and 21% between the recharge sessions. It was noted that the two longest recharging sessions had occurred most recently on (B)(6) 2019 and (B)(6) 2019. Impedances were checked twice: the first time they were high (when the recharger was recharge less), but the next time impedances were normal and at that time there was no trouble recharging. The patient was sent home and further investigation was planned if the problem recurred. The cause of the problem was not known, and it was also not known if there was a problem. The patient was okay and recharging was working. No patient symptoms/complications were reported as a result of the event.